Event description:
It was reported that during a procedure using a monolyth oxygenator the p02 reading dropped. The unit was changed out with another monolyth oxygenator without incident and the procedure continued. No pt injury.